Event description:
It was reported via voluntary medwatch that the patient's right ventricular (rv) lead exhibited a high defibrillation impedance and high capture thresholds. No intervention was performed, and the patient did not experience any consequences.